Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site. The user reported that the system is unresponsive occasionally. Re-seat and clean the memory. After that , system works well. No parts were replaced. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system occasionally becomes unresponsive. There was no patient present when this issue was identified. No additional details were provided.